Manufacturer narrative:
(B)(4). Additional information: batch # m52155. The analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no functional testing could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an abdominoperineal resection procedure, staple lines were not formed properly. There was bleeding from the staple line. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: the lot # provided was for an ecr60b cartridge? Please confirm whether the cartridge was ecr60g or ecr60b. Ecr60g. What was the product code of the stapler used with the cartridge of issue (pse60a, ec60a, long60a, etc.)? Pse60a. How was the bleeding controlled? Suture. How much blood was lost (ml)? 20ml. Did the patient require a transfusion? No. When the staple line was not formed properly, what was the shape of the staples (malformed, unformed, etc.)? Unformed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? No. How was the tissue repaired in the area where the staples were not formed properly? Suture. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. How was the procedure completed? Suture. Was a leak test performed and if so, what was the result? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (unplanned colostomy, etc.)? No.